Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The downstream occlusion failed during testing. The probable cause of the reported issue was due to physical damage. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a broken contact within the battery compartment. During testing, it was found that the downstream occlusion failed. There was unknown patient involvement, no patient injury was reported.